Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During procedure, the right ventricular set screw of the implantable cardioverter-defibrillator was not engaging the hex wrench. Multiple hex wrenches were tried without success, the device was replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular (rv) set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.